Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a 26mm sapien 3 case by tf approach in the aortic position, the valve was positioned in the annulus and deployment was started, but the balloon did not inflate. The system was removed from the patient without causing an injury and a new system was prepared and used to complete the case.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed that the crimp balloon was torn proximal to the I/c bond (balloon wings flared out), and gouging on the flex face no other abnormalities were observed on the delivery system. Functional testing was not performed due to the returned condition of the device (balloon torn). Dimensional testing was performed on the double wall thickness of the crimp balloon along the balloon proximal to the observed tear and was found to be in within specification. During balloon manufacturing, the entire delivery system (including the crimp balloon, and inflation balloon) are 100% inspected for the following: distal and proximal inner length and diameter, single/double wall thickness, visual defects (appearance/gross), foreign matter, impurities, contamination, fish eyes, and gel spots. The crimp balloon to inflation balloon laser bond is inspected for bubbles to ensure there is a smooth bond joint with no gaps between components. The balloon catheter laser bond pre is 100% inspected prior to laser bonding for any contamination. During to the balloon process, the balloon is 100% visually inspected for balloon size, balloon pleat, fold and forming. During manufacturing the commander delivery system is 100% inspection by manufacturing and quality for the following: damage or missing components, distorted/pinched folds. The commander delivery system is 100% leak tested. During product verification (pv) testing is performed on lot samples for balloon pressure and met statistical requirements. Additionally, under pv tensile testing and met statistical requirements. The lot met requirements prior to release for distribution. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed two similar complaints related to balloon torn and are pending engineering evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Procedural imagery was provided and reviewed. From the imagery, a slight bend in the descending aorta can be seen, but there did not appear to be significant tortuosity. Imagery of valve alignment was not provided and as such could not be reviewed for signs of tension or valve diving. However, the valve was not fully aligned with the distal marker, suggesting that there may have been issues (e.g. Tension, resistance, high forces, etc.) During valve alignment. The complaint for balloon torn was confirmed based on visual inspection of the returned device. No manufacturing non-conformances were identified in the returned sample, as dimensional testing of the device met specification. Furthermore, a review of complaint history, lot history, manufacturing mitigations, and the DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Since no issues were reported during de-airing, it is unlikely that the damage on the crimp balloon was present out of box. A review of complaint history revealed that potential root causes for tearing of the crimp balloon proximal to the inflation balloon to crimp balloon bond have been previously identified and documented in a product risk assessment, as per management discretion. Although characterization of the patient aorta was not provided and the provided imagery did not show significant tortuosity in the aorta, imagery of valve alignment was not provided and as such could not be reviewed for signs of tension or valve diving. If the physician performed the valve alignment process in tortuous anatomy, it could result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip. The gouges present on the flex tip suggest that valve diving may have occurred in this case. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. As noted during imagery review, the valve was not fully aligned with distal marker in the annulus. This supports that there may have been issues (e.g. Tension, resistance, high forces, etc.) During valve alignment. In this case, available information suggests that patient and/or procedural factors may have contributed to the complaint event. However, based on available information, a definite root cause cannot be determined at this time. No product non-conformances or IFU/training inadequacies were identified. Therefore, no corrective or preventive action is required at this time.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During pre-decontamination, an I/c bond separation was confirmed.